Event description:
A report was received that the patient was experiencing inadequate pain relief. Drainage was also noted at the patients lead site which was described as about the size of a quarter. The patient was doing well.

Manufacturer narrative:
Additional information was received that an intervention was given to patient's drainage at the lead site. It was also mentioned that the patients trial was terminated and the lead was pulled.

Event description:
A report was received that the patient was experiencing inadequate pain relief. Drainage was also noted at the patients lead site was described as about the size of a quarter. The patient was doing well.

Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was experiencing inadequate pain relief. Drainage was also noted at the patients lead site which was described as about the size of a quarter. The patient was doing well.